Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet pump, the pump fell from a pocket, and the screen cracked; the display still illuminated but the hardware buttons were nonresponsive, and the user continued limited use for basal and correction dosing while insulin remained available. Outcomes included no interruption of therapy beyond the impaired user interface and no medical treatment or hospitalization. Investigation included technical troubleshooting with the user, review of user-provided photographs, and initiation of device replacement with return of the original unit for evaluation. Investigation of this case revealed physical damage to the display assembly and associated user interface controls consistent with impact, with functional impairment of input buttons while basic device power and display backlight remained operable. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from accidental drop leading to component breakage.